Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer reported a low leak co2 rebreathing risk. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the incident and confirmed the v60 is displaying diagnostic code 1203 low leak-co2 rebreathing risk. Advised customer to complete v60 pneumatic performance verification testing. Advised customer the likely failure is the flow sensor assembly or the gas delivery system. The customer reported that replacing the gas delivery system has resolved the problem. The gas delivery system was returned to failure investigation. The gds was tested, and the root cause was the failure of the airflow sensor caused by u1 drifting out of calibration.